Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchofibervideoscope was reprocessed using an endoscope reprocessor that had diluted detergent. There was no cleaning brush in the endoscopy room so brushing may not have been sufficient. There were no reports of patient harm or involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation. Although the device was not returned to olympus for inspection, the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was discovered that endo quick was being used diluted. As a result, there is a possibility that the cleaning was insufficient. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information.